Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was unknown. Customer stated that they were able to clear the alarms. Customer stated that insulin pump was exposed to a high magnetic field. Customer was able to rewind the insulin pump. Customer stated that they performed the displacement test and the test was passed. Customer also reported that they getting the insulin pump error alarm at the time of changing the infusion set. Customer also reported that they got multiple alerts occurred at the same time. Customer advised to performed the self test and the test was failed. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No pump error 43 alarm and no pump error 41 alarm noted. Pump error 53 alarm found in the device history due to software error. Pump error 63 alarm confirmed in the device history due to broken trace.